Event description:
Revision surgery - due to the inlay breaking. During rehabilitation the patient fell and has felt a crack in the left knee. Patient was experiencing progressive disorders; and in (B)(6) 2015 during the revision inlay breakage was noted.

Manufacturer narrative:
The reason for this revision surgery was a broken tibial insert after more than 7 years in vivo. Although the patient's weight was not given, she is described in the complaint narrative as "very obese[?]with a bmi beyond 40 kg/m2." The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was returned to djo surgical on 20 april 2015 for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there are (B)(4) prior complaints against the tibial insert, part number 391-09-604. This is the (B)(4) complaint against the incident lot number. This is the (B)(4) complaint where the insert has broken; almost all prior complaints were for revision due to infection. A visual inspection of the explanted device confirms the failure mode of a broken tibial insert. The posterior lip of the medial condyle is broken away. There is visible discoloration of the uhmwpe material in the regions of contact with the condyles of the femoral component. The discolored material is hard and brittle, and has delaminated and raised from the underlying substrate. The discoloration appears to be a combination of stain from fatty tissue and/or blood, and some oxidation of the uhmwpe material. Of significant note is the wear pattern in the medial condyle, which is shifted posteriorly. There is no insert wear evident at all anterior of the discolored region. Thus, rather than simply stabilizing the joint, the posterior insert lip was carrying the patient's weight most of the time. This unusual wear pattern could be due to the femoral component being placed with too much internal rotation, or to the tibial component being placed with too much external rotation. The root cause of the broken insert is the patient's fall from bed, as reported. Additionally, the wear pattern evident on the insert suggests that either the femoral component or the tibial component was misaligned, which has excessively loaded the posterior lip of the tibial insert on the medial side. The fact that the patient is obese just exacerbates the issue. Finally, the uhmwpe material has evidence of oxidation, resulting in some hard brittle regions. All of these factors contributed to the ultimate breakage of the insert when the fall occurred. There was no information reported that evidences a material, design, or manufacturing problem with the product.